Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failure alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio, absence of alarm due to pump error 63. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 300 mg/dl. Customer's other blood glucose was 311 mg/dl, 201 mg/dl. The customer was treated with insulin shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Auto mode was not active. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.